Event description:
During the disconnection of the liquid waste bottle by the field service engineer (fse), a drop touched the fse's eyes and dropped on their face. The customer used to perform sti and hpv samples. The fse rinsed eye with water. The fse reached out to ehs manager radiation safety officer, who inform the fse to go to emergency room (ER) as soon as possible. After work (5h30pm), the fse went to the ER at (B)(6) hospital (B)(6). The doctor told the fse that the risk is very low. The doctor stated that the fse needs to wait six weeks for a blood test. Per the doctor, no need for medication, as the 48hours windows passed. The doctor was informed that the fse's blood test in 2024 (hbv, hcv, hiv) was negative. This test (2024) was done in preparation for knee surgery at that moment. The doctor explained that it's not necessary to do blood test. After insisting on a blood test, the doctor gave the fse a discharge prescription for a blood workup (complete blood count, platelet count, blood ionogram, creatinine, urea, hiv serology, hepatitis b and c serology). Update on 05-dec-2025, the fse reported that on (B)(6) 2025, a blood test was completed. The following results were reported by the fse: hiv: negative. Hcv: negative. Hbv: negative. The fse was previously vaccinated. Another blood test will be done after 6 weeks. There has been vaccination or medication received due to the reported event. Updated 9-jan-2026: the fse received an additional blood test (B)(4) 2026: hepatis c: negative. Hiv: negative. Hepatitis b: prescence of ac anti[?]hbs.

Manufacturer narrative:
B5 updated with additional information. The investigation is as follows: CAPA / non-conformance (nc) review: a CAPA/nc query was completed. The query did not identify any quality records related to any instances of drops of content from liquid waste bottle coming in contact with a field service engineer (fse) during disconnection of the bottle on the alinity m system on the alinity m system (ln 08n53-02). Service history review: a service history review was performed for alinity m system, serial number (sn) (B)(6). The service history review did not find any prior service records related to drops of liquid waste making contact with fse's eye and face while disconnecting liquid waste bottle on alinity m system, sn (B)(6). Complaint history review: a keyword specific complaint review was performed to identify any similar complaints/cases to the complaint ticket/case being investigated. The complaint history review showed no additional complaints besides the ticket under review, that were related to drops of content from liquid waste bottle coming in contact with an fse during disconnection of the bottle on the alinity m system (ln 08n53-02). Based on the results of the investigation elements, a product deficiency for the alinity m system [list number (ln) 08n53-02] was not identified.

Event description:
During the disconnection of the liquid waste bottle by the field service engineer (fse), a drop touched the fse's eyes and dropped on their face. The customer used to perform sti and hpv samples. The fse rinsed eye with water. The fse reached out to ehs manager radiation safety officer, who inform the fse to go to emergency room (ER) as soon as possible. After work (5h30pm), the fse went to the ER at university hospital of caen. The doctor told the fse that the risk is very low. The doctor stated that the fse needs to wait six weeks for a blood test. Per the doctor, no need for medication, as the 48hours windows passed. The doctor was informed that the fse's blood test in 2024 (hbv, hcv, hiv) was negative. This test (2024) was done in preparation for knee surgery at that moment. The doctor explained that it's not necessary to do blood test. After insisting on a blood test, the doctor gave the fse a discharge prescription for a blood workup (complete blood count, platelet count, blood ionogram, creatinine, urea, hiv serology, hepatitis b and c serology). Update on 05-dec-2025, the fse reported that on (B)(6) 2025, a blood test was completed. The following results were reported by the fse: hiv : negative hcv : negative hbv : negative. The fse was previously vaccinated. Another blood test will be done after 6 weeks. There has been vaccination or medication received due to the reported event.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.